Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of inner sheath/shaft detachment of device or device component. Block h11: a wallflex biliary stent was received for analysis; the stent was returned partially deployed. Visual inspection found the inner sheath was detached, and the inner sheath was kinking out of the guidewire access sleeve (gas) section. No other issues were noted with the stent and delivery system. Product analysis confirmed the reported events of stent partially deployed, inner shaft/sheath kinking out of gas and inner shaft/sheath detachment of device or device component. Taking all available information into consideration, the investigation concluded that the reported events were likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event and observed problems. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent rx was to be implanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the stent did not fully deploy. The stent was removed partially deployed on the delivery system, and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. Note: the stent was partially deployed, and the inner sheath was noted to be detached and kinked out of the guidewire access sheath (gas) based on the photo provided by the complainant. Additional information received on may 16, 2024: the patient has left the hospital and is currently in a palliative care setting. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of inner sheath/shaft detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent rx was to be implanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the stent did not fully deploy. The stent was removed partially deployed on the delivery system, and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. Note: the stent was partially deployed, and the inner sheath was noted to be detached and kinked out of the guidewire access sheath (gas) based on the photo provided by the complainant.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block b5 was updated based on the additional information received on may 16, 2024. Block h6: imdrf device code a0501 captures the reportable event of inner sheath/shaft detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent rx was to be implanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. During the procedure, the stent did not fully deploy. The stent was removed partially deployed on the delivery system, and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. Note: the stent was partially deployed, and the inner sheath was noted to be detached and kinked out of the guidewire access sheath (gas) based on the photo provided by the complainant. Additional information received on may 16, 2024: the patient has left the hospital and is currently in a palliative care setting. The patient's condition after the procedure was reported to be fine.